Manufacturer narrative:
The ventilator was investigated on site and the nozzle units in the air and the o2 gas module was replaced. The nozzles units were kept by the customer. The received device logs confirm the reported event and the fault could be traced back to (B)(6)2020 . Therefore the ¿date of event¿ will be adjusted to (B)(6)2020 . The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The device logs indicate a stickiness of the membrane, which could cause failures in the pre-use check and during ventilation high-pressure alarms could be generated. According to the log files there has not been any documented preventive maintenance since the ventilator was assembled in (B)(6)2017 . The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance that must be performed every (B)(4) hours of operation or at least once a year. H3 other text : 4114

Event description:
Manufacturer ref.#: 350940.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. (B)(4).